Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06725. It was reported that the rotawire became detached. The target lesion was located in the left main to the left anterior descending artery (lad). A 1.25mm rotalink¿ plus and a rotawire were selected for use. During preparation outside patient's body, when adjusting the speed to about 200, 000rpm, it was noted that the rotawire became detached. Then, the rotawire was replaced. When attempting to pass through the 1.25mm rotaburr, it was noted that the rotawire was difficulty to insert to the tip portion of the burr. The physician suspected that the rotawire detachment was caused by frictional heat. The procedure was completed with another of the same device. No patient complications were reported.